Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room or was hospitalized "a couples of times"; however, "they do not recall specifics". Cause was not provided. A blood glucose level was not provided. Event date is approximate. Additional information was not available.